Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described as looking like poison ivy. The patient reported an allergic reaction to nickel. The patient began taking allergy pills and using benadryl cream based on their doctor's recommendations. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.